Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen internal report number (B)(4). Multiple unsuccessful attempts were made to obtain a sample. No sample was returned for evaluation ; because of this, further investigation of the complaint is not possible and no conclusion could be drawn from the photos. Hence, the complaint is assessed to be not "judgable". A historical review of the complaint database identified no adverse trends for product code 4252535-02 or lot numbers involved. If a sample and/or additional pertinent information becomes available, a follow up will be submitted. Device history record (DHR): review of the device history records was performed and no non conformances or deviations were noted in process and final inspection.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc is submitting a single report on behalf of b. Braun melsungen (the manufacturer) and b. Braun medical inc. (The importer). This report has been identified as b. Braun inc. Internal report # (B)(4). In a follow up with the reporter, he confirmed that there was no sample available; it had been discarded into a sharps container. The reporter stated that when the paramedic withdrew the needle, the paramedic stated that the clip engaged but the clip 'snapped' a bit causing blood drops to splatter. The paramedic involved was treated for exposure and is ok. The investigation is ongoing at this time. A follow up report will be submitted when the investigation results become available.

Event description:
As reported by the user facility: ref # 4252535-02, lot # 15l13g8305, reports paramedic was starting IV on a patient as withdrew the needle from the hub safety clip did engage, but when withdrew blood was flung into his eyes and face.